Event description:
Event description cpi received information that three days after initial implant this patient had experienced shortness of breath, and weakness. The patient was brought to the ER, and found to have a pericaridal effusion. The atrial lead had perforated the heart. The patient appears to have a thin atrial wall. No product performance issue. The lead has been removed and the atrial port has been plugged.